Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that during a total parenteral nutrition (tpn) infusion they noticed a drop in the in-line pressure and a backflow of fluid. On closer inspection they found that the silicone pumping segment had disconnected from the pressure sensor disc. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.